Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fifth or sixth firing the device fully cut, but did not staple. The device was reloaded to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.